Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7055-90, lot# 7485002731006, mfd. 10/06/2011, expires 2014-10, (B)(4); 2nd (second): ifuse implant, p/n 7045-90, lot# 7628002578004, mfd. 07/15/2011, expires 2014-07, (B)(4); 3rd (inferior): ifuse implant, p/n 7035-90, lot# 7628002578002, mfd. 07/06/2011, expires 2014-07, (B)(4).

Event description:
In (B)(6) 2011, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient had a period of pain relief after the initial procedure but later complained of a recurrence of si joint pain. The surgeon thought that the implants may have been loose so he decided to remove them. In (B)(6) 2017, the surgeon performed a revision surgery where he removed all of the implants. They were not loose, rather they were all solidly fixed in bone and it took considerable effort to remove them. They were replaced with other hardware. The status of the patient following the revision surgery is not yet known.